Event description:
It was reported that the catheter break occurred. Two 115/20 renegade hi-flo were selected for use. During procedure, it was noted that the microcatheter frayed inside the patient. The devices were then removed intact. The malfunction also compromised the access, having to remove and dispose the microcatheter and the procedure was stopped. No complications reported and the patient was fine.